Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.